Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, drawing, instructions for use, manufacturing instructions, trends and quality control data were conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Appropriate measures were initiated due to an increased trend for hub separation on ultrathane mac-loc locking loop multipurpose drainage catheter. The increase in flare diameter from 0.190" to 0.210" as initiated from the root cause analysis was already in place by the time this device was manufactured. The current validation for 8.5 fr mac-locs validates the proximal assembly process for both tensile strength and leakage. Since the device was not returned, there is no evidence to suggest that this device was made out of specification. Based on the provided information and device not returned, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received an ultrathane mac-loc locking loop multipurpose drainage catheter for an unspecified indication. Customer indicates that the drainage procedure was completed and a dressing was on the patient. The tech then noticed that the hub was leaking less than five minutes following implantation. The device was replaced with a new device. No further event or patient information was provided.